Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant the pacing thresholds were high on the right atrial (ra) lead and was not improved despite multiple attempts to position the lead. The patients blood pressure was dropping and there was reported loss of capture. The lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during the implant the pacing thresholds were high on the right atrial (ra) lead and was not improved despite multiple attempts to position the lead. The patients blood pressure was dropping and there was reported loss of capture. The lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.